Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Troubleshooting revealed that the insulin pump was programmed correctly. It was also stated that the site was bleeding when the infusion set was pulled out. Nothing further was reported.